Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 12, 2021.

Manufacturer narrative:
This report is submitted on september 28, 2021.

Event description:
Per the audiologist, the patient's internal magnet was reversed and appeared to have migrated, following an MRI (3t) on (B)(6) 2021. The device was explanted on (B)(6) 2021, due to the patient requiring a surgery using equipment and additional mris that contraindicated with having the magnet in place. The patient has been reimplanted with a new device on the same date.